Event description:
Reporter alleged obtaining the results of 377 mg/dl, 111 mg/dl and 131 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she had taken her medication, which includes 500 mg of metformin and 5 mg of glyburide, as she normally would about 20 minutes prior to testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.